Event description:
Boston scientific speedband superview super 7 multiple band ligator fired a first, test band, but did not deploy next band when handle used to turn to fire over esophageal varices, same device did then fire 3 subsequent bands without problems.